Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's (germany) elective ipg revision procedure, the patient's extension was exhibiting high impedance measurements. In turn, the physician explanted the patient's extension which resolved the issue.